Manufacturer narrative:
Devices image evaluation completed on august 2, 2021: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on april 12, 2021 indicated that the device was discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Additional information received on april 14, 2021 indicated that the left prosthesis was intact and patient experienced left sided rippling and right sided peri areolar laxity. As a result patient had the left implant replaced with cat#: smpx-525, sn#: (B)(6), and right periareolar scar revision. This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent unspecified breast augmentation with a 450cc mentor memorygel breast implant experienced left sided rupture post procedure. As a result, patient scheduled for unilateral explant on (B)(6) 2021.